Manufacturer narrative:
Inconclusive. During the reported patient-involved event, the device was powered on and issued the normal advisory speech prompts. The device powered off after 10 seconds without the on/off button being pressed and therefore without completing the shutdown sequence. Similar behaviour was observed during the next five power ons, with some logging ¿error ¿ overcharge¿ immediately before power off. During the last power on of the event, the device began to analyse but powered off with a ¿warning, low battery¿ prompt after 10 seconds. The patient had presented asystole, a non-shockable rhythm. During the investigation, no fault was found on the AED or returned pad-pak that could have led to the device powering off incorrectly. The hdf-3500 delivered the full test therapy sequence without fault. The pogo pins, battery cable and pad-pak crimp connections were verified. The device was stressed beyond normal usage at 50°c 95%rh for 5 days while performing a self-test every 20 minutes, with no fault recorded or observed throughout this period. The pogo pins were again verified upon completion of this stress testing. Furthermore, the overcharge detection circuitry was verified during the investigation. All charging voltages logged prior to the overcharge errors were insufficient to trigger an overcharge error under normal operation. The overcharge error could only be reproduced via simulation on the overcharge circuitry. Upon triggering an overcharge, the device continued to prompt therapy and did not power off until the on/off button was pressed, as per specification. With no fault found on the AED or returned pad-pak throughout the investigation, the investigation was unable to conclude why this issue occurred. Given the number of incomplete power ons recorded during the event, the fault may have been due to incorrect seating of the pad-pak within the device, resulting in error messages being issued at power off. However, this could not be confirmed. This device shall by retained by heartsine as per complaint handling procedure.

Event description:
The user tried to use the AED for a 78-year-old man who was found in respiratory arrest, but the device didn't work. The user heard ¿assessing heart rhythm¿ after applying pads to the patient¿s chest. Then the device played the low battery warning. Patient involved - patient died on (B)(6) 2020.

Event description:
The user tried to use the AED for a (B)(6) man who was found in respiratory arrest, but the device didnt work. The user heard assessing heart rhythm after applying pads to the patients chest. Then the device played the low battery warning. Patient involved - patient died (B)(6) 2020.